Event description:
The patient stated she was admitted to the hospital. She stated she was vomiting and she thought she had food poisoning. While in the hospital, she had a heart attack and she stated she was placed in a medically induced coma for 3 days. She stated "I died and they brought me back." She stated the heart attack was caused by a malfunctioning infusion device. She stated her blood glucose was "high" when she was admitted to the hospital (exact values not provided). The patient did not have detailed information regarding the incident and stated she would provide the information when she was more organized. Attempts were made to follow up with the patient but were unsuccessful. Product was not requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.